Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report filed september 12, 2014.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2014 to reposition the device. The procedure was unsuccessful. During the same procedure the device was explanted and a new device was reimplanted.